Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during an iliac stenting treatment procedure, the stent chosen by the physician was found to be too long for the lesion under angiography. However, returned device analysis revealed stent damage. The physician was treating an 8-9mmx5cm lesion located in the right common iliac artery with a 10x49x75 iliac wallstent. The wallstent was advanced to the lesion and under angiography prior to deployment was found to be too long for the lesion. The wallstent was withdrawn from the pt. The physician then treated the lesion with two iliac wallstents, 10x20 and 8x20. There were no reported pt complications. The pt status is listed as "stable".

Manufacturer narrative:
The complaint device was returned for analysis. Initial exam found the stent fully mounted and that the outer sheath was retracted by approximately 6mm. The outer sheath was then retracted completely to fully deploy the stent, this was done without any complications. Exam of the deployed stent found that some of the distal wires were uncrossed and damaged. The radiopaque markerbands were found to be in the correct position. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited to anatomical/procedural factors. (B)(4).